Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been update: h6 [clinical code, device code, investigation findings, and investigation conclusions). Per the initial report, approximately 2 years, 4 months, 12 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was explanted and a surgical valve was implanted. Additional information received via medical records indicated that the explant was related to prosthetic valve endocarditis (e. Faecalis) and that the infection extended to the ppm leads as well. Prior to explant, the patient suffered a massive neurological event, however they elected to proceed with explant despite the risk of cerebral hemorrhage. The echo was positive for valvular vegetations. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case investigation results suggest that patient factors may have contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported to the implant patient registry (ipr), approximately 2 years, 4 months, 12 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was explanted and a surgical bioprosthesis was implanted. The reason for explant is unknown at this time.